Event description:
The customer received blood glucose readings of 275 and 85mg/dl on the breeze2 meter, re-tested on a different meter and the reading was 52mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.